Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer at (B)(6) reported that two patients were being scanned and the images were labeled with incorrect names after image reconstruction was completed. A subsequent complaint is addressing the other patient. It was stated that the names on the images were those of patients scanned the previous day. The fse reported that the mis-labeling was recognized by the operator and there was no harm to a patient, operator or bystander. The philips fse was contacted on (B)(6) 2015 for clarification on this event. It was stated that this was easily detected by the operator. After the event occurred, the operator then attempted to reboot the CT host computer and reconstruct the images but the issue still remained after the CT host reboot. The fse stated that the operator then rebooted the entire system and rescanned the 2 patients involved. After image reconstruction was completed, the images were labeled correctly after the full system shutdown. It was confirmed that all patient images were correctly labeled going forward after the shutdown of the full system. The fse stated that there were no log files, bug report, or images available for evaluation. The fse was not able to reproduce the reported issue. It was confirmed that the irs was not rebooted for more than a week prior to this event occurring. The philips fse stated there were no additional details able to be provided regarding this event. Due to the lack of information, a cause was unable to be determined by engineering. Based on the data provided by the fse, the probable root cause of this event was due to the lack of daily system shutdowns as instructed in instructions for use (IFU). CT engineering determined this issue to be an acceptable risk citing the following mitigations: · in normal use, the system shall display on each image information indicating the orientation of the displayed image with respect to the patient in accordance with iec 60601-2-44, ed. 3.1, cl. 201.12.1.102. · the service manual shall have instructions to make sure that the pacs or philips workstation connected to the system are showing the following dicom tags - (1) series description: (0008,103e), (2) image comments: (0020,4000), and (3) image label: (00e1,0040). · while running any cct scan (single, continuous or fluoroscopy), the system shall save all the acquired image series to the local image storage (patient directory) in dicom image format as a derived image. · for cct images in 1 or 3 image display mode, the set of annotation in the image shall be: · center/feet/head · last shot · table position · series description · dose display · r/l a/p · view convention. · image annotations: when an image is created with o-mar option enabled, the system shall mark the o-mar dicom tags as detailed in the table below. · while reviewing images which were reconstructed with o-mar option enabled, the system shall annotate "o-mar" on the display associated with scanner viewer (gvw) and CT viewer, for layout of 2*2, 3*3, 4*4, 5*5, 6*6. The system shall allow the user to turn off the image annotation. The default of the o-mar annotation shall be on. · while creating a film, for images which were reconstructed with o-mar option enabled, the system shall annotate the film with "o-mar". The system shall allow the user to turn off the image annotation. For films with image layout of 2*2, 3*3, 4*4, 5*5 - the default of the o-mar annotation shall be on. For films with image layout of 6*6, 7*7 - the default of the o-mar annotation shall be off. · the IFU shall include warnings for the following: 1. O-mar algorithm limitations with images demonstrating potential artifacts 2.o-mar labeling may not be automatically saved for all post processing operations 3. O-mar labeling may be lost in network transfer. · after first scan is started, the system shall prevent editing of any patient details in "patient" (or "start study") workflow stage, except for language and patient orientation, until the study is ended. · the system shall label data items which include patient study data, acquired raw data, reconstruction raw data, cardiac/pulmonary wave (if applicable) and final images so that data items are uniquely identified for the particular patient and study. · the system shall not allow data items to be mixed between patients or scans of the same exam. Data items include patient study data, acquired raw data, reconstruction raw data, cardiac/pulmonary wave (if applicable), data processing and final images. · the system shall have no default value for patient orientation. While planning a scan the system shall require the user to specifically choose a patient orientation. · while planning a scan the system shall show a graphical representation of the selected patient orientation with respect to the gantry and couch. · the system shall save the exam summary as dicom secondary capture images that include dicom tags with patient details. · when changing patient position after surview was already scanned, the system shall not allow planning on the already scanned surviews and notify the user in the current language. · the system shall include in the dicom parameters for the created images the selected orientation, view convention, and rendering mode (for mip and minip rendering types) · the system shall execute a scan only after the scan dose and geometry related parameters are displayed and the operator pressed the 'go' button. · while viewing images, the displayed slice position shall match the actual position scanned. · while performing operations associated with a patient, study or set of images or data the system shall check that all data elements contain a matching unique identifier. · the system shall label each image with a number indicating the order in the sequence that the image was taken. · the system shall ensure the same time and time setting to within 1 minute are used in the operator console gui and the image reconstruction. · all dicom data objects generated by the scanner shall conform to the dicom 3.0 standard. · the system shall store images in dicom format with annotations included as dicom tags. · the system shall communicate with remote systems using dicom 3.0 2011 standard protocols.

Event description:
The customer reported that 3 patient studies were mixed up after scanning. The philips field service engineer (fse) confirmed that the issue was actually that the images for 2 patient studies were not reconstructed and the third patient's images reconstructed but were labeled with another patient's information. The fse reported that the mis-labeling was recognized and there was no harm to a patient, operator or bystander. The fse reported that the common image reconstruction system (cirs) had not been rebooted in many days and that he was unable to reproduce the malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that 3 patient studies were mixed up after scanning. The philips field service engineer (fse) confirmed that the issue was actually that the images for 2 patient studies were not reconstructed and the third patient's images reconstructed but were labeled with another patient's information. The fse reported that the mis-labeling was recognized and there was no harm to a patient, operator or bystander. The fse reported that the common image reconstruction system (cirs) had not been rebooted in many days and that he was unable to reproduce the malfunction.